Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected vitros ammonia (amon) results obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot 1019-0266-5792 on a vitros xt 7600 integrated system. Mas control lot aa2604 l2 vitros amon results of 115.8, 108.7, 119.0, 82.1, 108.2, 115.4, 104.2, 113.3, 117.0, 110.7, 111.0, 112.2, 112.4, 90.9, 181.6, 180.2, 180.1, 180.2, 182.4, 179.6, 182.5, 180.8, 182.3, 180.6, 212.3, 195.8, 191.7, 182.8, 181.8, 186.3, 182.7, 179.6, 180.7, 181.9, 179.3, 180.4 and 182.2 umol/l versus an expected result of 149.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros amon results were obtained when processing a control fluid. The customer stated that no patient sample results have been questioned by physicians. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros ammonia (amon) results were obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot 1019-0266-5792 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument issue likely related to microslide incubator contamination. Quality control results for the vitros amon reagent were not within expectations and the results of within run precision testing processed on the vitros xt 7600 system were not acceptable. The customer performed the microslide incubator decontamination procedure on the vitros xt 7600 system. Additionally, the customer replaced the pm ring evaporation caps as well as the reflectance pads. Following the maintenance actions and a recalibration event, quality control results using the mas control fluids have returned to expectations.